Manufacturer narrative:
Batch review performed on 17 june 2025: lot 132304: (B)(4) items manufactured and released on 05/08/2013. Expiration date: 30/06/2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: about 12 years after primary cemented tka, the insert safety screw is found unscrewed at a routine xray check. The surgeon therefore revised the insert, while the metal components were satisfactorily stable and working. No other damage has been reported or should be expected. Spontaneous screw back-out has been reported previously, and was commonly associated with insufficient tightening torque administered at the time of index surgery. Since the introduction of the torque limiting screwdriver, the number of observations, which was already less than 0.1% of the cases, almost zeroed. However, backing off after such a long time in situ is very rare, though we do not know when the event actually took place. Root cause: the most likely reason for this event is insufficient torque applied to the screw at index surgery. However, other factors may also have played a role, but no determination can be made based. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
The patient came in for a post-op appointment and it was observed that the screw from the poly was floating in the knee. It is unknown how this occurred. About 11 years and 9 months after the primary surgery, the surgeon revised the liner and the surgery was completed successfully.